Event description:
The pt stated that she had two infusion sets "crack" at the luer-lock connection "this week". She stated that these occurred in 2007 and two days later. She stated that her blood glucose readings had been "high" (221 mg/dl) on both occasions. She reported her "normal range" to be 135-140 mg/dl. She reported symptoms of elevated blood glucose that included a "belly ache" and feeling "very thirsty". On each occasion, she stated that she tested her blood glucose and found the readings to be high for no apparent reason. She then inspected the infusion device and infusion set. She found that the infusion set tubing had "cracked" at the luer-lock connector to the infusion device. She stated that she replaced her infusion set then contacted her physician for guidance. Based on the direction of her physician, she bolused 2 units of insulin using her infusion device to reduce her elevated blood glucose level. The product was requested to be returned for eval.